Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the seal on an rt021 catheter mount was missing. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt021 catheter mount was returned to fisher & paykel healthcare in (B)(4) in an unsealed bag and was visually inspected. Results: visual inspection revealed that the seal was missing from the returned device. Conclusion: we are unable to determine whether the seal went missing prior to packing or while at the customer facility, the complaint device was returned in an opened bag. All rt021 catheter mounts are pressure tested prior to leaving the production facility. Any device without a seal would have failed this test.